Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a device system upgrade procedure, the patient's blood pressure began to drop. Programming was done to increase the programmed lower rate, and epinephrine was delivered and compressions were started. The patient's pressure recovered temporarily but dropped again. The patient started going into ventricular fibrillation (vf) and an emergency shock was provided. Multiple manual emergency shocks were provided through the cardiac resynchronization therapy defibrillator (crt-d), but the patient continued to reenter into vf after periods of asystole. The patient passed away and the cause of death was recorded as cardiac arrest and vf.